Event description:
After iabp for 24 hrs, the "leak in iab" alarm sounded from the sys 97 pump. Then, blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. The following was reported to datascope on 7/20/98: the pt's status after the event was okay. The pt was in ICU. [Event complications]: none from the event-reported 7/3/98; unk-7/20/98. [Pt's current status]: ok-rpt'd 7/3/98.